Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was also returned. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the introducer was used to insert the curved guiding sheath tube; however, the hemostasis valve was found to be leaking blood. The sheath was replaced and the operation was successfully completed without any adverse effects to the patient.